Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the device needed to be checked. The patient didn¿t think it was working right. The patient said she could feel it in her legs but can¿t feel it where she wants it. The patient stated there was more pain in her lower back. The patient said the device was charged and mentioned she hadn¿t been to the doctor since 2015. The patient said the ins might need to be adjusted. No further complications were reported.